Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the right essure coil was found embedded in the peritoneum and right pelvis above the ureter"), pelvic pain ("pelvic pain") and genital haemorrhage ("occasional bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic bilateral salpingectomy with extraction of essure device). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the device dislocation, pelvic pain and genital haemorrhage had resolved. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014, and reported adverse events including pelvic pain and occasional bleeding (regarded as genital bleeding). On (B)(6) 2016, she underwent surgery and the right essure coil was found embedded in the peritoneum and right pelvis above the ureter. Essure was removed and she recovered from the events. During essure therapy, there is a risk that the device could move out of the fallopian tubes. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. Pelvic pain and haemorrhage are highly prevalent in women, and may have multiple causes. In this case limited information was given for the above mentioned events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the right essure coil was found embedded in the peritoneum and right pelvis above the ureter"), pelvic pain ("pelvic pain") and genital haemorrhage ("occasional bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic bilateral salpingectomy with extraction of essure device). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the device dislocation, pelvic pain and genital haemorrhage had resolved. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record, we are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect . As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014, and reported adverse events including pelvic pain and occasional bleeding (regarded as genital bleeding). On (B)(6) 2016, she underwent surgery and the right essure coil was found embedded in the peritoneum and right pelvis above the ureter. Essure was removed and she recovered from the events. During essure therapy, there is a risk that the device could move out of the fallopian tubes. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. Pelvic pain and haemorrhage are highly prevalent in women, and may have multiple causes. In this case limited information was given for the above mentioned events. This case was classified as incident since device removal was required. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the right essure coil was found embedded in the peritoneum and right pelvis above the ureter / malposition of essure device location of device: in tubal stump of uterus after tube removed,"), pelvic pain ("pelvic pain / pain") and genital haemorrhage ("occasional bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included grand multiparity. Concomitant products included ibuprofen (motrin). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic bilateral salpingectomy with extraction of essure device). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the device dislocation, pelvic pain and genital haemorrhage had resolved. At the time of the report, the vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there was approximately 1 spring visualized at the end - right side approximately 4 coils being visualized - left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. On (B)(6) 2015 -pelvic ultrasound record -essure coils seen and appear in correct place. On (B)(6) 2015 repeat ultrasound examination-impression-r ovarian cyst. On (B)(6) 2014, hysterosalpingogram (hsg) impression: limited hysterosalpingogram findings of cornua occlusions of the fallopian tubes bilaterally, status post previous, hysteroscopic insertion of fallopian tube essure micro-inserts. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record, we are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded most recent follow-up information incorporated above includes: on 19-sep-2018: pfs and medical record received. Medically confirmed case. Concomitant drug and lab data added. Reporter and patient demographics were added. Events vaginal bleeding, menorrhagia and dysmenorrhea added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right essure coil was found embedded in the peritoneum and right pelvis above the ureter / malposition of essure device location of device: in tubal stump of uterus after tube removed,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. *(B)(6) 2015 -pelvic ultrasound record -essure coils seen and appear in correct place. (B)(6) 2015 repeat ultrasound examination-impression-r ovarian cyst (B)(6) 2014, hysterosalpingogram (hsg) impression: limited hysterosalpingogram findings of cornua occlusions of the fallopian tubes bilaterally, status post previous, hysteroscopic insertion of fallopian tube essure micro-inserts. Concomitant products included ibuprofen (motrin). On (B)(6) 2014, the patient had essure inserted. In january 2015, the patient experienced pelvic pain ("pelvic pain / pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). In april 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("occasional bleeding") and ovarian cyst ("cyst in ovaries"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with extraction of essure device). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the device dislocation, pelvic pain and genital haemorrhage had resolved. At the time of the report, the vaginal haemorrhage, menorrhagia, dysmenorrhoea and ovarian cyst outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there was approximately 1 spring visualized at the end - right side approximately 4 coils being visualized - left side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record, we are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. Event cyst in ovaries. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.